Event description:
Client reports that the recline actuator made a loud snapping sound and the backrest dropped from roughly 110 degrees to 180 degrees.

Manufacturer narrative:
The part has not been received as of yet. We will do an investigation once it arrives and update the MDR at that time. The chair master file has been reviewed and this chair met all specifications before distribution. 08/14/2014 permobil has received the failed component and has sent it to the manufacturer. We have not received a report yet but we will update the MDR as further information becomes available.

Manufacturer narrative:
The part has not been received as of yet. We will do an investigation once it arrives and update the MDR at that time.

Event description:
Client reports that the recline actuator made a loud snapping sound and the backrest dropped from roughly 110 degrees to 180 degrees.